Manufacturer narrative:
It was reported that the planning station s/n (B)(6) was unable to be turned on, even after being left to charge during a full night. This planning station was returned to the manufacturing site for evaluation. The issue described in the complaint was confirmed by the complaint technical investigator. To perform the evaluation, the online support of the planning station supplier was followed. This evaluation revealed that the battery status light indicator is orange and is flashing constantly. The online support indicates: 'fatal battery failure with ac adapter present. Fatal battery, replace the battery.' Based on the investigation performed, the technical root cause of the event was determined to be a component failure: hardware problem with the planning station battery.

Event description:
It was reported that the surgeon contacted the company representative (cr) to note that they were unable to turn on planning station. Cr recommended leaving planning station to charge overnight. Surgeon noted that device still would not turn on the next day. Cr went on site to check planning station and confirmed that it will not power on.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the surgeon contacted the company representative (cr) to note that they were unable to turn on planning station. Cr recommended leaving planning station to charge overnight. Surgeon noted that device still would not turn on the next day. Cr went on site to check planning station and confirmed that it will not power on.